Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial, right ventricular and left ventricular leads were explanted due to a possible infection. The device had previously been explanted and sent for cultures. The patient tolerated the procedure well.

Manufacturer narrative:
The intial report previously reported the first notification date as (B)(4) 2018 when it should have been (B)(4) 2018.